Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected 2 opened/used reservoirs and checked reservoirs snap-cap width dimensions. Reservoirs failed per due to being under inspection also performed using a new lab infusion set. The reservoirs failed per inspection found reservoir to loose too connect/release.

Event description:
It was reported the customer had a detached p-cap on their insulin pump. The customer also reported observing an insulin leak from their tubing during an infusion set change. The customer's tubing was not bent. Customer's blood glucose was unknown. No additional information provided.